Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device only lasted seven years. The device was explanted and replaced. No patient complications have been reported as a result of this event.